Manufacturer narrative:
Corrected information was provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d9. Upon review, the product returned date has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The reported issue of the external monitor not connecting via the vga port on the rlm was determined to be caused by an rlm malfunction. No issues such as breaks or disconnections were identified with the backstrap cable.

Manufacturer narrative:
Additional information has been provided in d9 and h6.

Event description:
The complainant reported that while preparing automated impella controller (aic) or hrpci it was not possible to connect aic to an external monitor as the aic's vga port was broken. No patient harm was reported due to the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.